Event description:
A report was received that during a non-device related issue, the physician noticed a blister at the patient's pocket site. The blister was caused by the patient using a girdle when she charges her ipg. The physician prescribed the patient antibacterial ointment to put on the ipg site. The patient's site has since healed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-5312 serial # (B)(4) description: charger 2.0.